Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent right ventricular capture on the pacemaker (pm). Auto capture was turned on (B)(6) 2025. The patient condition was not known.